Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 0 events were previously reported during the reporting quarter; however: 1 previously reported event was included under MFR report # 0001811755-2018-02034 but should be included under this report. 1 total event was reported for this catalog number/device code combination for the reporting quarter. Product return status: 1 device was received. Event confirmation status: the reported event of heat was not confirmed. The reported event of flaked paint was confirmed. Evaluation results: the device was found to be affected by lubrication breakdown. The device was found to be affected by missing paint chips. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction events in which the device had paint chips missing and reportedly overheated. 1 events had no patient involvement; no patient impact.